Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that the patient was implanted with an unknown port. On (B)(6) 2021, the patient reported a malfunctioning central venous port. On the same day, the malfunctioning port was removed, and a new port was implanted. However, the current status of the patient remains unknown.

Event description:
It was reported through litigation process that the patient was implanted with an unknown port. On (B)(6) 2021, the patient reported a malfunctioning central venous port. On the same day, the malfunctioning port was removed, and a new port was implanted. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation, medical record was provided for review. The medical report alleges that the patient was found to have a malfunctioning port a catheter. As a result, the patient underwent removal and replacement of central venous port under fluoroscopic guidance on the same day. The plaintiff was implanted with power port isp m.r.I. Implantable port for central venous access for administration of chemotherapy/transfusion. The old port components were removed, and they were examined for fracture, and nothing was noted to contribute to the port's malfunction. The investigation is inconclusive for the reported port malfunction as no evidence was found in the provided report. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.